Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 xb cannula was inserted through the btt port. The hospital attempted to infuse the co2 gas, but was unable to do so. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Describe event or problem. To capture the correct updated information. Internal complaint number: tw # (B)(4). Autonumber : # (B)(4). The cannula vv7 was returned to the factory for evaluation. Signs of clinical usage and no evidence of blood were observed. A visual inspection was conducted. The c-ring was completely intact. There were no nonconformance observed to the distal insufflation connector of cannula. The cannula was evaluated for mechanical use. The device was evaluated for the proper flow of air flow through the distal insufflation tube using a calibrated "uson". A reference endoscope was inserted into a reference vv7 cannula and an air supply was connected to the distal insufflation tubing luer fitting. Air was passed through the insufflation port and was observed to flow freely through the distal port. To verify this, a pouch was sealed over the distal tip of the cannula. Air was passed through the cannula and the pouch was inflated. The air supply was stopped and the pouch stayed inflated. When gentle pressure was applied to the inflated pouch, the pouch deflated slightly, the air was turned back on and the pouch re-inflated. The test was then repeated for the reported cannula. The reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test. Based on the testing results the values are within the calibrated range. Based upon the returned condition of the device and the results of the investigation, the reported complaint "improper flow or infusion" was not confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview 7 cannula was inserted through the btt port. The hospital attempted to infuse the co2 gas, but was unable to do so. A replacement device was used to complete the procedure. The hospital did not report any patient effects.